Manufacturer narrative:
Qn#(B)(4).

Event description:
Customer reported "monitoring blood pressure is not accurate, we sometimes observed a gradient of more than 40 mmhg between the invasive systolic blood pressure and the one measured in non-invasive pressure, so the curve was not damped." It was reported the patient required an emergency injection of norepinephrine. No further information was available at the time of this report.

Event description:
Customer reported "monitoring blood pressure is not accurate, we sometimes observed a gradient of more than 40 mmhg between the invasive systolic blood pressure and the one measured in non-invasive pressure, so the curve was not damped." It was reported the patient required an emergency injection of norepinephrine. No further information was available at the time of this report.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer provided a photo; however, the photo only reveals the lidstock of the device with no evidence of the reported issue. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.